Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed the direction test. A gold axes controller spar hall sensor (acsh) was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 23210 "the amp high-side switch test failed." Error 23118 "motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal." Error 23202 "one or more monitored signals failed to reach their expected values within the specified time." Error 23087 "hall edge to encoder error". The probable root cause of the reported issue can be attributed to a fault on a component or module on the acsh within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that repeated recoverable 23210 errors occurred against universal surgical manipulator (usm) 2. The intuitive tech support engineer (tse) walked the customer through a hard reboot of the system, but the error returned. The customer advised that they would not be using the system until the following day. The tse advised that they could use the system with x3 usm's if they chose to. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the system presented faults when initially powered on. The procedure was completed robotically.